Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition eluting coronary stent systems (eccs) instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a heavily tortuous, moderately calcified, 90% stenosed de novo lesion in the proximal left anterior descending (lad) artery. Pre-dilatation was performed. A 3.0mm x 48mm xience xpedition stent delivery system (sds) was advanced and deployed; however, a dissection occurred. A new 3.0 mm x 48mm xience xpedition stent was implanted to treat the dissection successfully. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.